Event description:
Machine set up without problems; settings per physician request. Settings progressed soft, medium, hard. At end of phaco, a clouding of the incision area was noted, indicating a corneal burn. Incision was closed using two sutures.